Event description:
The customer reported the ventilator went vent inop, and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported the ventilator would not operate with the external battery connected. Upon evaluation the service technician reported finding liquid on top of the external battery. The service technician replaced the external battery and charging pcb to correct the customer reported problem. Performance verification testing was completed and all tests passed per operating specifications.